Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer latch hard stop was not working properly. A field service engineer replaced the latch hardstop assembly on the drawer. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that pyxis medstation es system had drawer failure. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.